Event description:
This lead was explanted and replaced due to varying shock impedances values over the course of approximately 30 days. In hospital evaluation with patient in different positions and isometrics, varying shock impedance from 25 to 65 ohms were noted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.